Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument wire was coming out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage described occurred outside of a surgical procedure; it was noticed before putting the small grasping retractor instrument into the trocar, and there was no report of fragments falling from the device while used within a patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting wires coming out the side, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observations not reported by the site were also identified. The small grasping retractor instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.022¿ - 0.310 in length and were not aligned with the tube axis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage.